Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to charge the ins due to poor communication with the ins recharger (insr). The patient last successfully charged the device about 3-4 weeks prior to the report. The reason the patient was not charging was due to their recharge belt breaking, after which it took 5 days for it to be replaced (see related pe). The patient stated that the belt worked for awhile but the next day 'it was gone' and they were unable to get the ins to charge/work anymore. The patient did not have their patient programmer with them to troubleshoot. While trying to connect with the insr, a reposition antenna screen appeared. It was then reported that the last charging session was more than 1-3 months ago (?). The patient stated that they were in so much pain that they could not walk from one room to the other without a walker and that they have fallen about 14 times in the last 1.5-2months. A new insr antenna was sent to the patient to rule out an external device malfunction, butit was reviewed that this was not likely the cause and that the patient should follow-up with their hcp to address a possible over-discharge. The patient stated that they were afraid to get the device implanted and were told it would last 10 years, and so rechargeable battery information/over-discharge meaning was reviewed. It was noted during the call that the patient had talked to their attorney and that the manufacture of the ins would be hearing from a lawyer if the recharging issue was not resolved. Follow-up was conducted with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the doctor checked the patient's blood pressure and it was way up. The doctor told the patient that the scs wasn't doing it's job and wanted to put them on oxycodone. The patient stated that the scs was a "piece of junk." The patient reported that the system somewhat worked for 4 years, but it never relieved the pain and now it doesn't work, and the patient doesn't feel stimulation. The patient has been unable to charge the ins for several months. No further complications are anticipated.